Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of capture observed. Patient had been seen and the loss of capture was resolved with out intervention. The lead remains in use. No patient complications have been reported as a result of this event.